Event description:
It was reported that a cgm error occurred, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue as the cgm error did not reappear, and the customer successfully started a new sensor session.